Event description:
Boston scientific received information that this right ventricular (rv) lead was scheduled for reposition due to increased threshold. Furthermore, additional information was received indicating that after a year, the lead was extracted. During extraction, the lead came apart indicating fracture. The lead will not be returned as the lead was disposed off by the hospital. The lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As per reply from the field representative, this lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.